Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to wear of angle wire, bending in up direction and up/down knob did not meet standard value. In addition to nozzle had foreign objects due to insufficient cleaning, the additional findings are as follows: adhesive on bending section cover had a chip, crack, and white-clouded area; due to clogging of nozzle, water removal ability did not meet the standard value; switch 2 had a scratch; paint on suction cylinder is peeled; adhesive on objective lens and light guide lens had white-clouded area; plastic distal end cover had a dent; and connecting tube had a scratch. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle, this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, it is unknown if the nozzle is cleaned with lint-free cloths/brushes/sponges and if the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had an angulation malfunction. There was no patient harm associated with the event. The device was returned and evaluated, and there was foreign matter nozzle clogging. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.